Event description:
I had transvaginal pop surgery on (B)(6) 2010, at (B)(6) general hosp. Gynecare mesh was used. I have had ongoing (worsening) pain and painful intercourse since surgery. I have had over 3 years of ongoing health issues with weakness, neuro-muscular problems to include left leg/hip pain that have been unsuccessfully treated with physical therapy x 3 rounds, facet injections, deep tissue massage, neuro-muscular massage and chiropractic care 3 x per week. I have muscle weakness and pain and have been diagnosed with fibromyalgia. I feel these issues are a systemic result of my body dealing with this product used in this manner. I believe that the product should not be used in this manner as there is too much motion in the pelvic area (sitting, standing, walking, getting up/down, etc..) For such a product to be introduced into the pelvic area. I feel that the product itself has triggered an immune response in my system and I am plagued by muscle spasms, trigger points, weakness, fatigue and pain. Initially I felt the problems were coming from my spine as I have bulging discs and a torn disc. It became clear over months/years that it is something systemic. I experience pain with intercourse every time and this has worsened to the point that I visited a gynecologist and subsequently I recently returned to the physician who did the surgery and we discussed the problems and discussed options, one being that there is a possibility that we may need to remove the mesh (dig it out) if my problems persist. This has gone on far too long and I have seen pain management, physical therapy, orthopedic surgeon, neurology, rheumatology, physiology with no real answers. I have been out of work since (B)(6) 2012, due to medical disability. This is devastating to me. I am becoming convinced that the introduction of this product has resulted in physical disability.